Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot number 53233ud00. The ticket trending review did not identify any trend regarding commonalties for lot number 53233ud00 and issue. A device history record review did not identify any nonconformances or deviations associated with the lot number 53233ud00 and complaint issue. The overall performance of the alinity I tsh was reviewed using field data from customers worldwide. The median population result for the complaint lot 53233ud00 is within established limits, indicating that the lot 53233ud00 is performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh lot 53233ud00 was identified.

Event description:
The customer reported falsely decreased alinity I tsh results for multiple patients that were reported out of the lab. The following results were provided (reference range = 0.7 ¿ 4.17 uiu/ml): on (B)(6) 2024, sid (B)(6), initial result=0.01 uiu/ml; on (B)(6) 2024 repeated result= 1.61 uiu/ml. On (B)(6) 2024 ,sid (B)(6), initial result=0.01 uiu/ml; on (B)(6) 2024 repeated result=1.61 uiu/ml there was no impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I tsh results for multiple patients that were reported out of the lab. The following results were provided (reference range = 0.7 ¿ 4.17 uiu/ml): (B)(6) 2024 sid (B)(6) initial result=0.01 uiu/ml; (B)(6) 2024 repeated result= 1.61 uiu/ml. (B)(6) 2024 sid (B)(6) initial result=0.01 uiu/ml; (B)(6) 2024 repeated result=1.61 uiu/ml. There was no impact to patient management reported.